Event description:
Customer reported that he had low blood glucose of 88 mg/dl, the insulin pump was not working correctly, and the drive support cap was protruding out. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk. Missing end cap sticker, cracked display window corner, scratched lcd window and cracked reservoir tube lip.